Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issue, urge incontinence, and urinary/bowel dysfunction. It was reported that they were having at least 50% of relief. However, there were some days they feel they can't empty their bladder. Patient said yesterday was a pretty bad day due to they back and forward to the bathroom. Agent reviewed therapy information with the patient. Patient will change the program today and will continue tracking symptoms, patient mentioned healthcare provider (hcp) changed to program 1 when they had the follow-up appointment. Guided patient to discuss with hcp medical concerns. Patient mentioned trying program 6 previously but they changed it because they were feeling shocks.